Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose reading and moisture damage on the insulin pump. The customer's blood glucose reading was less than 600 mg/dl. The customer stated that insulin leaked past the second o-ring and passed the reservoir compartment. The customer was advised to dry the reservoir compartment with a lint free cloth or sterile gauze. The customer was instructed to discard the infusion set and reservoir. The customer stated that there was no insulin under the lcd screen nor did the pump vibrate. The customer was advised to monitor the pump and give a call back.